Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported low impedance was noted on the ra lead and rv leads. The longevity estimate was low on the ipg. The ipg remains in use. No patient complications have been reported as a result of this event.